Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The power on self-test and a short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. The cause of the reported event of death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis therapy was being performed with a baxter healthcare device and/or baxter healthcare solution(s) prior to or at the time of death. The cause of death was reported to be due to cardiac failure and it was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.